Event description:
A home patient (hp) reported dry minicaps. The home patient stated, the sponges were light brown in color, however, he reported no trace of betadine in the tubing at the beginning of his dialysis exchange. The home patient reported no pt injury or medical intervention associated with these incidents.